Event description:
During follow-up in 2001, noise was detected. A lead malfunction was suspected and the decision was made to explant the entire system. During explant procedure in 2001, a lead insulation defect could not be seen.